Event description:
Reportable based on the analysis completed on 11/29/2006. It was reported that during a coronary drug eluting stenting treatment procedure to treat the circumflex (cx) to the 1st obtuse marginal (om) with a 2.50x12mm taxus express2 drug eluting stent "the taxus stent rubbed against the bmw wire and caused a kink." The device never entered the body and the patient condition was reported as okay. The procedure was successfully completed with another of the same device. However, the returned product revealed that there was catheter entrapment on the guidewire.

Manufacturer narrative:
The delivery device with the stent on the balloon was received and damage was observed on the shaft. The original guide wire was engaged in the lumen of the catheter. There were no shaft kinks observed. The returned catheter exhibited two areas of axial compression damage (accordion folding) located 25.3 centimeters proximally from the distal tip. The other damaged section was located at the proximal end of the stent in the area of the proximal balloon bond site. The catheter was submerged in a warm water bath to help facilitate the removal of the guide wire. This was unsuccessful, the guide wire could not be removed from the lumen of the catheter. Visual and microscopic examination of the material surrounding the accordion folding did not reveal any inherent material deficiencies that would have contributed to the formation of the shaft damage. Visual and microscopic examination of the exposed sections of the guide wire revealed numerous areas where the coating was peeling off of the shaft. The guide wire damage contributed to the catheter locking up on the guide wire. The exact cause of the guide wire damaged could not be determined. There are no similar complaints of this nature related to this batch number.